Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beeped for no cassette. No patient was involved in this event. No adverse effects were reported. No adverse effects were reported.

Manufacturer narrative:
Other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Customer's reported problem was confirmed. Pump was found to have "double beeping" issue after power up when batteries are inserted during the investigation. Found user induced fluid ingression on pump by the chassis base of the downstream sensor which causes the "double beep no cassette" issue. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. The downstream occlusion sensor was replaced to correct the reported issue.